Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stayed deflated, and the reservoir herniated. The ipp was not working. It was noted that there was a kink in the reservoir tubing. The existing device was explanted and replaced. There were no patient complications reported.